Manufacturer narrative:
It was noted that no additional information, medical records, x-rays, would be made available due to hospital and surgeon policy. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. Device not available.

Event description:
It was reported that surgeon revised patient's hip due to instability.

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, operative reports, pathology reports, patient history x-rays and return of the device are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's hip due to instability.